Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized two weeks back due to a non-diabetes related procedure. She stated that during the hospitalization, the nurse gave her 6 insulin units and her blood glucose dropped to 38 mg/dl. The customer mentioned she noticed differences between her meter readings and the hospital's. The customer also complained about the battery not lasting. She stated that she was given a battery at the hospital and had been getting low battery alerts and a battery out limit alarm. The customer confirmed the drive support cap was indented. She declined troubleshooting. It was advised that the battery cap would be replaced. The device will not be returned for analysis.

Manufacturer narrative:
After further review of the complaint, it was determined section was filled out incorrectly in the initial complaint. The customer stated she was in the hospital however, the hospitalization was not related to diabetes and /or the insulin pump.